Manufacturer narrative:
One 3.0 pk raptormite w/needles was returned for evaluation. Visual assessment of the device shows the anchor has broken where the insertion device distal tip interfaces. The broken portion of the anchor was not returned for examination. Dimensional assessment of the remaining portion of the anchor was found to meet print specifications. The condition of the device is consistent with off axis insertion and the application of excessive force during insertion. No root cause related to the manufacturing process can be established.

Event description:
It was reported that during surgery, the anchor hole was blocked. The device broke into the patient and the pieces were removed. The procedure was successfully completed without considerable delay using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
The reported 3.0 raptormite pk w/needles intended for use in treatment, was not returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the anchor broke during insertion, causing the anchor to break into pieces. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: breakage of the suture anchor can occur if the insertion site is not prepared with the recommended smith & nephew drill prior to implantation. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.